Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was chosen for implant, utilizing large flexnav delivery system. During pre-dilation with a 24mm non-abbott balloon, the patient had a cardiac arrest, requiring resuscitation and intubation. The procedure was continued with the navitor valve being advanced. The valve was deployed after two re-captures, with a starting implant depth of 6mm and a final implant depth of 6mm. After the valve was released, paravalvular leak (pvl) was noted. Post-dilatation, the valve was noted to migrate into the aorta, blocking the access to the left coronary. The migrated valve was snared and repositioned. A 26mm non-abbott valve was implanted. The pvl on echocardiogram was at grade 3 closest to discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak (pvl), device migration, valve underexpansion, and improper or incorrect procedure or method was reported. Information from the field indicated that the valve appears to be correctly sized based on provided dimensions, the implant depth was 6mm from the annulus, there was calcium on the leaflets and on the non-coronary cusp and left coronary cusp, and there were deployment issues. It was also noted that pvl was noted after valve release and the valve was under-expanded. Post-dilatation, the valve migrated to the aorta and blocked access to the left coronary artery, and the valve was snared and repositioned. The provided imaging was reviewed by an abbott senior design/product development clinical engineer. Based on available information, the reported underexpansion appears to be related to patient condition (large leaflet calcium). The reported migration appears to be related to procedural conditions (post dilatation). The reported pvl appears to be related to procedural conditions (valve underexpansion and snared into final position). The reported improper or incorrect procedure or method is related to the user snaring the valve after deployment. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." Information from the field indicates that the physician was aware of these warnings. This will be referenced in the letter requested by the account.